Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (20 mg/ml at 3.907 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient was in some pain. The healthcare provider (hcp) had just increased the dose by 10%. The patient was in a lot of pain in the l5 area that goes across his back. The patient couldn't stand up straight. It was noted the pump initially worked well but then last year things changed. The patient noted it was a stressful year and noted his daughter passed away. The hcp told the patient stress played a part in pain. The patient was frustrated because he had talked to the office twice in the last week and had gotten no response from the hcp. The patient noted he could not wait until his next appointment on (B)(6). The patient noted he had a few falls around the time of symptom return. The patient had fallen off a ladder 2-3 weeks ago from the date of this report. The patient missed the bottom rung and felt a shock that went through his body and immediately through his back. The patient hadn&#38176;had a magnetic resonance imaging (MRI) in 5 years and wanted an MRI. The patient had had multiple dose increases but didn't feel any relief. The change in therapy/symptoms was noted as sudden. The situation was being addressed by the hcp. It was later reported that the pump was not working. The patient noted he had a "pump-o-gram" on tuesday or wednesday of the week prior to the date of this report. The hcp "stuck a needle in the orifice and it was dry." The patient noted the catheter was dry. The patient noted that when he was doing a bolus it was acting like it was working. The patient noted "but if the catheter is dry that means it's not being delivered." The patient noted "I'm dying here because I'm not getting the right medication for pain." The patient had back pain and only slept for 2 hours. The hcp had given him an increase but it didn't do anything. The patient noted he was going to see the doctor to figure out what was going on with the pump. Follow-up was being conducted to obtain troubleshooting/diagnostics performed, actions/interventions taken, the relation of the return of pain to the falls, cause of the pump not working, cause of the catheter being dry, and cause of it not being delivered. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient had not been getting relief over the previous month ((B)(6) 2016). The patient was having pain in his upper buttock. Stretching helped with the pain, so he started stretching in the morning to help with the muscle pain. It was indicated that the first doctor could not access fluid from the catheter, but another doctor had been able to aspirate some fluid from the catheter. The reporter stated that the pump may have been twisted. The doctor had twisted the pump in his side a little, and he felt that the catheter may have been kinked a little. The twisted pump and kinked catheter were not confirmed, but the patient could feel the physician moving the pump with his hands. It was reported that the pump/catheter issues and lack of effect had been resolved. In addition, it was noted that the dilaudid did mess with the patient's equilibrium a little, and the patient had fallen three times over the prior year. The patient had an accident unrelated to the pump therapy in 2015. He felt getting out of bed and hurt his toes and foot. The patient's toe was dislocated and had to be reset in the emergency room. The patient was told by the doctor that dilaudid breaks down after three months. Instead of getting the pump changed every three months, the doctor suggested changing it to every two months. In addition, the dilaudid concentration was changed from 20mg/ml to 10mg/ml.